Manufacturer narrative:
Unit alarmed button error followed by intermittent buttons due to corroded keypad traces. Unit received with cracked case at display window corners and battery tube threads. Unit received with minor scratched display window.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The customer stated that he had the device in the pocket of tight pants prior to the error alarm. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.